Event description:
The lead was capped.

Manufacturer narrative:
The complaint was confirmed. The reported inappropriate therapy delivery was due to a fractured inner coil. The inner coil was fractured over time due to fatigue, most likely caused by exposure to cyclic bending. This also led to the reported high lead impedance. The lead was received in two parts and therefore,could not be electrically measured. There is nothing that indicates that the damages on the lead are production related. .